Event description:
Litigation papers allege patient suffered injury(ies) including but not limited to grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range or motion. Patient could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she had his/her blood drawn and he/she was advised of the results of said blood-work. **update: plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: plaintiff fact sheet received with part/lot information. The metal insert and s-rom head associated with this report were not returned. A complaint database search finds no other reported incidents against these provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.